Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s display screen began separating from the device, consistent with a display component issue and a device bonding failure, and a replacement was arranged with instructions provided to shut down the device and return it while the patient continued cgm use with dexcom g6. Symptoms included hyperglycemia reaching 601 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the display assembly consistent with a bonding failure of the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.